Event description:
During preparation for a coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The distributor reported that the pt was doing fine and no pt complications had occurred.